Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, there was a gap of adhesive on the distal end that caused staining inside of the lens of the gastrovideoscope and there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 medical device problem code: 1454 - peeled / delaminated does not apply to this event. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the gap between acoustic lens and ultrasound probe was confirmed; however, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.